Event description:
It was reported the customer had high blood glucose. The customer also reported the reservoir was leaking past the o-rings and insulin was inside the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.